Manufacturer narrative:
Results: obstruction in the sample wash station. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the immage 800 immunochemistry system was leaking wash buffer. The leak was approximately 2 ml and was contained within the instrument. The customer changed buffer filter but the issue persisted. The customer was wearing gloves and eye protection at the time of the event. There was no report of injury or exposure and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control or risk management plan in place. No erroneous patient results were generated. Bec field service engineer (fse) visited the site on (B)(4) 2012 and noted an obstruction in the sample wash station. The fse cleared the obstruction and cleaned the sample wash station.